Manufacturer narrative:
Date of revision corrected.

Event description:
It was reported that a revision surgery was performed due to metal sensitivity.

Event description:
It was reported that revision surgery was performed due to metal sensitivity and pain.